Event description:
Pta dilatation balloon catheter inserted to declot an av graft. During procedure the balloon ruptured at 8 psi. Then when the md attempted to withdraw cath it was wedged in av graft left upper arm-unable to move. Pt became unstable due to need for hemodilaysis. Femoral vas cath inserted for emergency dialysis. Pt brought back to specials on the following day to have cath removed and cath broke in two and pt had to be taken to surgery to have cath removed.